Event description:
It was reported that air bubbles were observed within the luer lock. Customer was using cold insulin. Reportedly, the customer experienced an elevated blood glucose (bg) level that ranged from 250 mg/dl to "high" on the continuous glucose monitor (specific bg value was not provided). Customer administered a manual injection to address bg. Customer performed a supply change to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.